Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had exhibited error 41662. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the lemo connector had a broken pin, a peeling downstream occlusion (dso) seal, and scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; a broken optic switch was found. The most probable root cause was determined to be the optic switch. The optic switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.